Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced red heart alarms and the history screen showed motor stopped events. There was also a percutaneous lead separation at the distal end bend relief. Further evaluation found a small cut in the bionate jacket of percutaneous lead near distal end bend relief. A percutaneous lead repair was completed.

Manufacturer narrative:
The percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.